Event description:
This lead was attempted at implant on (B)(6) 2013 due to placement difficulty. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).